Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy tests. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer had high blood glucose level. Customer did not allege insulin pump for under delivery. Customer was using auto mode. Customer stated that there was no air bubble and leak. The insulin pump will not be returned for analysis.